Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
The customer reported via phone call that reservoir compartment ha d crack. The customer¿s blood glucose level was 179 mg/dl. The customer was assisted with troubleshooting. Customer reported damage to the pump. Customer stated pump fell and noticed crack on reservoir compartment when she picked it up. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.